Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post operatively, at tissue closure on a wound dehiscence for an open bone fracture surgery, the thread broke when used with an interrupted suture pattern. It was stated that the suture used unraveled around the knot. Hence, the patient was returned after four days for additional procedure for wound dehiscence.